Event description:
I had essure implants done in 2010, as a perfect candidate. Procedure done successfully. Cramping assessed as normal. After that, pain and bloating has not stopped. Many episodes of chronic and acute low abdomen pain and bloating, as well as lower back pain. The obgyn that did procedure states it has nothing to do with procedure, yet I never had this before procedure. He dismissed it as ovarian cysts, considers it normal. I am sure the pinching pain and inflammation is not normal. It has been 4 years of misery, and removal requires a hysterectomy, which I think is barbaric. If I knew this pain would be this bad, I would have chosen my tubes to be cut instead. Remove this product from the market, it makes pts sick.